Manufacturer narrative:
(B)(4) this event occurred in (B)(6).

Event description:
The customer received questionable thyrotropin (tsh) results for one patient sample. (B)(6). The results were reported outside of the laboratory. The patient was not adversely affected. The reagent lot number was 188368. The expiration date was requested, but was not provided. The field service representative saw no obvious instrument issues and adjusted the sample pipettor.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided calibration and qc data, a reagent issue could not be identified.